Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 140 mg/dl. During troubleshooting, the customer was able to get insulin to exit with no alarm after changing the reservoir. The customer was advised that the reservoir would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Three opened and used reservoirs were evaluated and the reservoirs, snap cap and septum were inspected for anomalies. None were found. An occlusion test was run and the reservoirs were not occluded.